Event description:
Hill-rom technical service received a report from the account stating brake and steer casters will not hold in brake or steer. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the front brake/steer casters to be damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the front brake and brake steer caster to resolve the issue. Based on this information, no further action is required.